Manufacturer narrative:
Concomitant medical products: product ID, 977a175, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a175, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a175, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that one of the leads migrated 2/3 cervical level which was confirmed with x-ray on the day of the report. The rep reported that the patient was reprogrammed. It was unknown if the issue was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2016 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2016 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of lead migration wasn¿t determined. The rep reported that they were aware no plan of action yet and the patient left with new programs. The rep reported that the lead migration wasn¿t resolved. No further complications were reported.